Manufacturer narrative:
Stryker evaluated the device and verified that the magnet was missing from the lid. Stryker replaced the device¿s lid. After observing proper device operation through functional and performance testing, the device was returned to the sales representative stock for use.

Event description:
A sales representative contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.